Event description:
Medtronic received information that prior to use of a fusion oxygenator, the customer confirmed that the device had cracked during the checkup after the circuit priming. Therefore, the usage of the device was discontinued. This was the first case of use after changing the circuit. There were no issues with the circuit layout. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no damage to the outer box, inner packaging or sterile barrier. No other devices in the same box/shipping container were damaged. Only the artificial lung was damaged. There was no issue with the accessory circuit.

Manufacturer narrative:
Device evaluation: visual inspection showed evidence of a crack in the top cap. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.